Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in france that during an unknown surgery on an unknown date, it was observed that the vapr s90 4.0mm w/integr hdp device was not recognized at its plugging. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up mewatch will be filed as appropriate. H10 additional narrative: investigation summary: the vapr s90 4.0mm w/integr hdp was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation under magnification revealed no anomalies on the active tip. The electrode was not received in its original packaging. There was saline residue in the suction tube indicating the device had been used. The device has not been returned in its original packaging. Finally, the electrode shaft, handle, cable and plug did not show any signs of damage. The electrode was connected to a vapr vue generator and all correct default settings were made available; also, it was recognized. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. Given that lot number was not provided by customer and device received for evaluation is not etched with lot number nor product was received in the original packaging with the label including product information, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Based on the functional test, this complaint can be confirmed. Also, we cannot determine what caused the user to experience reported problem. The product was found to meet specification and no correction action is required. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.